Event description:
Healthcare professional reported right side "implant exchange from textured to smooth due to the patients concerns for the product" and later reported rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "implant exchange from textured to smooth due to the patients concerns for the product" and later reported rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening and missing shell assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.